Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and breast cancer ('suspected breast cancer') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems") and visual impairment ("decreased vision"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6)2010, the patient experienced fatigue ("fatigue"). In (B)(6)2011, the patient was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced fibromyalgia ("type of autoimmune diagnosed ¿ fibromyalgia"), sjogren's syndrome ("sjogren's syndrome") and paraesthesia ("tingling in fingers, hands, arms"). In (B)(6)2015, the patient was found to have endoscopy upper gastrointestinal tract ("upper gi procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), irritability ("irritability") and back pain ("lower back pain") and was found to have breast cancer (seriousness criterion medically significant). The patient was treated with surgery (biopsy (left breast)). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, fibromyalgia, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, sjogren's syndrome, migraine, nausea, tooth disorder, paraesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, endoscopy upper gastrointestinal tract, alopecia, irritability, breast cancer and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, breast cancer, device dislocation, dysmenorrhoea, dyspareunia, endoscopy upper gastrointestinal tract, fatigue, female sexual dysfunction, fibromyalgia, irritability, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, sjogren's syndrome, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: reporter was added. New events- irritability, mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia, sjogren's syndrome, migraines / headaches, nausea, dental problems, tingling in fingers, hands, arms, dysmenorrhea, dyspareunia, breast cancer, lower back pain, vaginal discharge, decreased vision, fatigue, weight gain. Upper gi procedure, hair loss, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems") and visual impairment ("decreased vision"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6)2010, the patient experienced fatigue ("fatigue"). In (B)(6)2011, the patient was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced fibromyalgia ("type of autoimmune diagnosed ¿ fibromyalgia"), sjogren's syndrome ("sjogren's syndrome") and paraesthesia ("tingling in fingers, hands, arms"). In (B)(6)2015, the patient was found to have endoscopy upper gastrointestinal tract ("upper gi procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), mood swings ("mood swings") and irritability ("irritability") and was found to have breast cancer ("suspected breast cancer"). The patient was treated with surgery (biopsy (left breast)). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, female sexual dysfunction, fibromyalgia, mood swings, sjogren's syndrome, migraine, nausea, tooth disorder, paraesthesia, visual impairment, fatigue, weight increased, endoscopy upper gastrointestinal tract, alopecia, irritability and breast cancer outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, breast cancer, device dislocation, dysmenorrhoea, dyspareunia, endoscopy upper gastrointestinal tract, fatigue, female sexual dysfunction, fibromyalgia, irritability, menorrhagia, migraine, mood swings, nausea, paraesthesia, pelvic pain, sjogren's syndrome, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. Previously reported event of breast cancer updated to non-serious from medically significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and fibromyalgia ("type of autoimmune diagnosed ¿ fibromyalgia"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain and fibromyalgia outcome was unknown. The reporter considered abdominal pain, device dislocation, fibromyalgia and pelvic pain to be related to essure. The reporter commented: she received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pelvic pain, abdominal pain, fibromyalgia, migration, plaintiff did not undergo essure confirmation test. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.